Manufacturer narrative:
Device has not been returned. Therefore; 3m is unable to verify the leak, identify exact location and root cause without the sample. 3m will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the drip chamber while priming with lactated ringers. Device was not connected to a patient. No patient or staff injury was alleged. No medical interventions were required.